Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 606 mg/dl. Customer was treated with intravenous saline and insulin. At the time of the report with tandem technical support the customer was still admitted to the ER. Cause for the reported issue was unknown. Tandem technical support performed a system check on the pump and determined that the pump functioned as intended.